Event description:
It was reported that approximately five weeks post implant the patient experienced dizziness. It was further reported that the right ventricular (rv) lead exhibited loss of capture and high undefined impedance. The physician checked the lead connection and resolved the issue by re-inserting the lead into the implantable pulse generator (ipg). The rv lead and ipg remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.